Manufacturer narrative:
(B)(4). The complaint of syringe/needle connection not secure was able to be confirmed by a complaint investigation of the returned sample. The customer returned one opened cvc kit with multiple components, including one arrow raulerson syringe (ars), introducer needle, and catheter. Visual examination of the ars and the needle did not reveal any obvious defects or anomalies. No definite signs of use were observed on the returned components. No issues were found with the dimensions of the returned ars and introducer needle. The tip and the connection between the returned syringe and needle were compared with that of another ars syringe and introducer needle from lab inventory. The returned ars syringe was tested with a lab inventory needle, and the returned needle was tested with a lab inventory ars syringe. The returned needle appears to be fitting loosely on both the returned syringe and the lab inventory syringe. The hub of the needle was tested with the male luer gauge and was within the specified range which indicated that the luer was con forming per iso. A device history record review was performed, and no relevant findings were identified. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. The root cause has not been determined at the time of this report. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported during the procedure, the physician found the connection part of the introducer needle and raulerson syringe loose. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported during the procedure, the physician found the connection part of the introducer needle and raulerson syringe loose. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.